Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said they tried to turn stimulation off for an MRI, but saw the power on reset (por) warning on the patient programmer (pp). As a result of what was reported, the caller was redirected to the healthcare provider (hcp) to clear it. Caller also said the patient has had mris in the past. No patient symptoms were reported and no further complications have been reported as a result of this event.